Event description:
The user facility reported that a 51-year-old male patient experienced access site bleeding while supported with an impella device. The patient reportedly received heparin and subsequently developed continued oozing despite forward tension suturing and pressure. The sheath was advanced using best practice, and additional suturing was performed. A hemostatic dressing was applied until bleeding improved as the activated clotting time decreased. No additional clinical details were provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Major bleed: bleeding noted at impella access site. Patient received 30,000 units of heparin. The cause of the access site adverse event was user related as the activated clotting time (acts) were high and bleeding was resolved by forward tension suture and angle matching, reducing heparin. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
A 51-year-old male with acute myocardial infarction complicated by cardiogenic shock (scai c progressing to scai e) and a history of coronary artery disease, diabetes mellitus, and renal insufficiency required impella cp support. He presented with significant hemodynamic compromise while receiving inotropic and respiratory therapy. Day 1: right femoral arterial access was obtained using a percutaneous, ultrasound-guided approach for impella cp implantation prior to intervention of the left main, left anterior descending, and left circumflex arteries. Shortly after placement, persistent access-site oozing was noted despite forward tension, angle matching, perclose tightening, and after administration of 30,000 units of heparin. A large access-site bleed developed, and staff applied manual pressure. The treating physician reinforced the closure with additional sutures and placed a femstop device until the activated clotting time decreased, after which bleeding improved. Impella support continued without further access-site issues until the device was removed per clinical plan. The patient survived to explant, which occurred on day 5 of support. H6. Health effect - impact codes added.